Event description:
A caller reported an error with their continuous glucose monitor (cgm) identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer technical support provided guidance on how to reset the pump, which resolved the error. The caller was advised to wait 20 minutes before starting their sensor session, and they understood the instructions.